Event description:
The report stated that a pt underwent a gastrectomy using the ligasure8 system generator and a ls1100 handpiece. The handpiece was used 1cm from the splenic artery (it was not in contact with the spleen). The pt suffered from a postoperative thrombosis of the splenic artery leading to a necrosis of the splenic artery.

Manufacturer narrative:
To date the incident generator has not been received for evaluation. Additional questions in regard to the incident have also been asked. The questions were: type of cancer? Did the cancer cause hypercoagulopathy? Was the thrombosis and the necrosis truly of the splenic artery or was it a short gastric artery feeding the greater curvature of the stomach? Pt outcome? Was a splenectomy necessary? Confirmation of the distance between the ligasure atlas and the splenic artery during use. No answers have been received from the customer yet. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.